Event description:
It was reported that the system monitor was outputting random numbers on the screen. The system monitor was sent back to be looked at and repaired, if need be.

Manufacturer narrative:
A1-a4: there was no patient involved. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor displaying incorrect and random numbers, was inconclusive (not determined) as no product was returned for evaluation. Multiple requests for additional event information were sent; the customer did not provide additional event or unit status information. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in nov2011. The packaged system monitor (part number 1286a) was placed into inventory on 18nov2011. The unit was shipped to the customer on 08dec2011. The unit was last serviced on 28mar2017 ¿ version 7.32 upgrade. No further information was provided. The manufacturer is closing the file on this event.